Event description:
It was reported that the bd needle 18ga 2in tw had foreign matter. The following information was provided by the initial reporter: it was reported that the facility has needles that are dirty inside their sterile packaging. The dirt is inside the plastic as well as on the needle safety shields. The needles are therefore contaminated even before use. Before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.